Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was suspected of high out of range shock impedance, and variable high shock impedances. Additionally, the pacing thresholds on the right ventricular (rv) lead were high. No noise was noted. Technical services (ts) discussed troubleshooting. This investigation will be updated should further information become available. No adverse patient effects were reported.